Event description:
The explanted generator was received into product analysis. The explanted lead (suspect device) has not been received to date. No other relevant information has been received to date.

Event description:
Product analysis was approved for the generator and high impedance was seen to occur prior to the previously known event date. There were no performance, or any other type of adverse conditions found with the pulse generator. No other relevant information has been received to date.

Event description:
It was revealed during a periodic review of manufacturer¿s programming history database that high impedance was observed on patient vns generator. No additional relevant information has been received to date.

Event description:
It was reported that there was no known patient manipulation or trauma that could have contributed to the high impedance. The patient had undergone a full vns replacement surgery. It was stated that the generator should have been returned, but it was unsure if the lead was returned. The explanted products are not known to have been received by the manufacturer.